Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. A visual inspection and service history review were performed. Upon conclusion of the investigation, the cause of this issue was determined to be a false empty detected at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 03:55:21. During night drain cycle one, the patient's ultrafiltration reading was 2381ml, indicating the home patient drained 2381ml more than their maximum programmed fill volume of 2200ml. No additional information is available.